Manufacturer narrative:
This device is used for treatment, not diagnosis. Reporter: health professional

Event description:
It was reported that a 75-year-old female was previously implanted with a left total knee. The patient fell and injured her mcl, which needed repaired on (B)(6) 2016. As time passed, her implanted knee began to fail and become unstable. Her left knee was revised. The patient was stable upon leaving the operating room.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2010. Revision due to instability of the knee.